Event description:
Per the clinic, the patient was treated with topical antibiotics (duration not reported) foir the infection.

Event description:
Per the clinic, the patient developed an infection around the implant site. The patient was treated (date, type and duration not reported) for the infection. The implanted device remains.